Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing a big difference between the blood glucose readings and the sensor glucose readings. Customer stated that their blood glucose readings were 125 mg/dl and the sensor was reading 55 mg/dl. It was noted that the difference was nearly fifty six percent. Customer also mentioned receiving a sensor error alarm. Customer's blood glucose reading at the time of the call was 125 mg/dl. Nothing further was reported.